Event description:
Rptr c/o small bilateral infarcts, polyarthritis, myalgias, joint pain, rashes, fatigue, weakness, morning stiffness, back pain, neck pain, breathing problems, chills, short and long-term memory loss, dizziness, balance problems, constipation, irritable bowel syndrome, allergies, dry eyes and mouth, paresthesias, arm pain, leg pain, stinging, itching, dry skin, choking. Autoimmune disease, 4/4/94; strokes, 5/24/94; atypical connective tissue disease syndrome (acts), atypical neurological disease syndrome (ands).